Event description:
On 06/15/2009, new info was rec'd from service site indicating that during repair of the unit, no audio was observed. The unit associated to this report has been dropped/damaged by the customer but the customer could not confirm if audio was present prior to damage of the unit.

Manufacturer narrative:
The service site replaced the top and bottom cover and main pcb due to damage.